Event description:
It was reported that an unexpected receiver shutdown occurred. On the day of the event, the receiver shut off unexpectedly and the patient was not able to turn it on. The patient had no available bg meter to check her blood glucose readings and only relied on the dexcom cgm. Without a display device, she was not able to check and monitor her glucose readings. The patient experienced unspecified hypoglycemia symptoms and syncope with loss of consciousness. The patient was discovered by the daughter and transported to the emergency department. The patient did not know what medications were given to her by the hospital. She was able to go home at 6:20pm. There was no information of a bg value for the entire episode. At the time of the report, the patient was doing fine. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.